Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Review of the pump data by tandem technical support showed the customer accidentally entered the pump into storage mode prior to the reset. Customer reported blood glucose level was 168 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.